Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. It was reported by the patient for the last 2 weeks when she bumps something with the pump it brings her back to verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings:a review of the device history indicated multiple pump reboots. No damage or corrosion was observed in the battery compartment. A battery cap was not returned with the pump; a test cap was used to complete investigation. The pump rewind, load, and prime steps were completed successfully with no power loss. The pump was exercised for 24 hours with no power loss. Current readings were within specifications. The pump case was opened and no defects were found to the power circuits. The power loss issue was confirmed in the device history, however it was not duplicated during testing.